Manufacturer narrative:
Trackwise ID #: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that post use of an endoscopic vein harvesting procedure, hemopro2 extension cable came apart while being disconnected from the hemopro. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This reported device is an OEM device. A lot/serial number was not provided for this device. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that post use of an endoscopic vein harvesting procedure, hemopro2 extension cable came apart while being disconnected from the hemopro. The hospital did not report any patient effects.